Manufacturer narrative:
The device was not retuned for analysis. Attempts have been made to obtain additional information. However, no response has been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil failed to detach. The coil was attempted to be detached 5 times with the instant detached. It is unknown if manual method was attempted. The blood flow and the anatomy were reported to have been normal. The devices were all reported to have been prepared per the instructions for use (IFU).

Manufacturer narrative:
The correct aware date is the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was returned for evaluation without the instant detacher as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The concerto pushwire was found to be bent near the proximal end. The implant coil and the distal end of the pushwire were found to be already extending out from the distal end of the introducer sheath. The concerto implant coil was found to be damaged and stretched with the polypropylene filament intact. Under the microscope, the coin was found to be located against the lumen stop with the shield coil present. During testing, an in-house instant detacher was selected for detachment testing. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The instant detacher was then used to successfully detach the implant coil from the pushwire on the first attempt without difficulty. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the concerto coil analysis, and on the reported event description of non-detachment, the report was confirmed. The concerto coil was returned for evaluation with the implant coil still attached to the pushwire. The cause for the difficulty during detachment with the instant detacher could not be determined. The instant detacher was reported to have been used to detach additional coils, and the concerto implant coil was successfully detached with the use of an in-house instant detacher on the first attempt without difficulty. There was not report of using a second instant detacher, and there was no evidence of a manual detachment attempt by the user. All products are 100% inspected for damage and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): "directions for use: gently immerse the concerto detachable coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, in order to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and gently retract the distal tip of the coil into the introducer sheath. If the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). In the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Precaution: handle the concerto detachable coil with care to avoid damage before or during treatment. Do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil failed to detach. The coil was attempted to be detached 5 times with the instant detached. It is unknown if manual method was attempted. The blood flow and the anatomy were reported to have been normal. The devices were all reported to have been prepared per the IFU. The instant detached was discarded at the site. The coil and the pushwire will be returned for analysis. The event occurred during an arteriovenous malformation (avm). The coil was alleged not to have exited the sheath smoothly. The customer did not want to provide any additional information regarding the model or lot of the catheter. The catheter was not medtronic device. A continuous flush was used during the procedure. The same instant detacher used to detached other coils.